Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 9.3 mmol/l and their sensor glucose read 3.2 mmol/l. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer stated they did not have any symptoms of low blood glucose. The customer also stated they had multiple calibration error alarms, bad sensor alert and a change sensor alarm. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.